Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture (loc) during an office visit. A revision procedure was performed a few days later and the lead was successfully repositioned. The ra lead remains in service and no additional adverse patient effects were reported.